Event description:
An open spine surgery (fusion of c6/7 with th3/4/5) was planned to be performed with the aid of the virtual display by the brainlab navigation. During the procedure the surgeon: attached the navigation reference array to c6. Performed registration of the actual patient anatomy to the navigation (to the CT scan imported into and used by the navigation). Verified the accuracy of the patient registration. Planned screw placement using a navigated brainlab drill guide. Observed that one of the views did not display the navigation position information in the specific desired angle/axis (information still is correct). Decided to continue the surgery and also use of navigation (other views and positioning information in other angle/axis were available). Inserted k-wires with the aid of the navigated drill guide. Inserted screws in the pedicles without aid of navigation. Placed screws in c6/7 (both sides) and th3/4/5 (one side only) according to this procedure. Obtained a post-operative CT and determined that 4 out of 7 screws were not placed as desired: the c6/7 screws were not placed parallel to the endplates of the vertebrae. The hospital (surgeon) confirmed that there was no negative clinical effect to the patient due to this issue and no remedial actions were done or planned for this patient.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since screws were not placed as desired, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device. Corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place. According to the surgeon, there was no negative clinical effect to the patient and no remedial actions were done or planned for this patient. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the undesirable screw positions is a combination of the following contributing factors: the navigation position information in one of the views was (although correct) not displayed in a specific desired angle/axis, and thus not ideal to guide k-wire/screw placement parallel to the endplates of the vertebrae. This was also not compensated by other means (e.g. X-ray verification). The reason (for non-desired angle/axis) resulted from the specific patient anatomy (very strong kyphosis / curvature of the spine), for which user action would be required to enable display of the desired angle/axis. Non-ideal visibility of the reference array and/or navigated instruments to the navigation and usage of non-compatible marker spheres, which can lead to deviation of displayed position information. The k-wire itself was not tracked and the screwdriver was not calibrated and navigated, which can lead to deviations as well, which cannot be recognized or displayed by the navigation. There is no indication of a malfunction or systematic error of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate to this customer, that: the software allows to adjust the displayed navigation position information in the specific view to the desired angle/axis. The navigation system only provides additional assistance and does not substitute or replace the user's / surgeon's experience. The used 3rd party marker spheres are rated not compatible to the brainlab navigation system and must not be used in combination with it.